Manufacturer narrative:
Device is not available for eval. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
Our distributor reported through our customer service rep, an event of breakage of the item involved. No adverse consequences reported by the customer. The surgeon completed the procedure with another item available in the theatre.